Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. Analysis of the log file showed a malfunctioning sib. Upon troubleshooting, the fse found that the cause was the power supply of the unit that sends signals to the drive system. A power supply fault caused an overcurrent and blew a fuse. Further analysis by the fse confirmed a short circuit in the fdcsib power supply. To resolve the issue, the fse replaced the sib box unit. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.